Event description:
A us distributor returned monitor sn (B)(4) to report that it failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon eval, the monitor failed incoming functionality testing. The cause for the incoming functionality test failure was isolated to a poor connection between the defibrillator and c/a boards. The poor connection was caused by dirty pins on connectors j1002aa and j1003aa. The root cause for the dirty pins could not be positively identified. No adverse event results from the defective monitor.